Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not determine. Source: email.

Event description:
Customer reporting an unknown amount of false positive flu a results. Some of the results were confirmed negative by pcr. Attempts were made to obtain further information from the customer without success.